Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 600 mg/dl; the cause was unknown. The customer went to the emergency room (ER) where unspecified treatment was administered to address the elevated bg. The customer left the ER in good condition and the issue resolved.